Event description:
Pt had a catheter placed initially in 2001, returned 19 days later in pain. Pt found to have severed catheter at approx 15.2 cm mark. Remaining portion of catheter removed by loop snare.